Event description:
During initial procedure the driver broke while implanting the set screw on the transverse connector. After the rod was implanted the seat of the screw dislodged making the screw head prominent. Patient is healing as expected.